Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-implant fluid" and "capsular contracture baker grade iii-IV".

Event description:
Patient reported a left side "radial folds", "peri-implant fluid" and "nodule not device related." Healthcare professional later reported "capsular contracture baker grade iii-IV" and "deforming." Device has been explanted and replaced.